Event description:
Seen in clinic post orif (open reduction and internal fixation) clavicle. Significant skin reaction around surgical incision site. Appears to be where exofin was applied over the entire length of the surgical incision.